Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the lead perforated from the apex rv to the pericardium. Patient experienced pain. The lead was withdrawn and repositioned in the rv low septum. Patient was stable post procedure.